Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device analysis revealed a kink in the sheath assembly from femoral marker to the proximal end. A damage of the femoral marker/marker flakes off was observed in the sheath. Impedance testing shows a good unit wave form. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that lost image occurred. An opticross(tm) imaging catheter was selected for use. During the procedure, lost image occurred. The procedure was completed within another opticross(tm) imaging catheter. No patient complications were reported and the patient's status was good. However, device analysis revealed a damage at the femoral marker/marker flakes off.